Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia/dka and hospital visit. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016; checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
The patient reported his blood glucose (bg) and insulin history is as follows: time, bg (mmol/l)/(mg/dl), bolus (u): 10:01 am, 6.5/117. 3:00 pm, 28/505. 3:55 pm, 7.25 (received only 1.20). The pod then generated an occlusion alarm during the bolus, so he gave himself a manual injection of 15 units of insulin. The pod was worn between 36 and 48 hours on the arm. The patient went to the hospital where he was kept for 3 hours. The doctor confirmed early stages of diabetic ketoacidosis (dka). They tested his bg levels every 30 minutes, drank a lot of water, checked for ketones until his bg levels lowered to 10.5 mmol/l (189 mg/dl) and he was allowed to go back home. He had changed this pod when he arrived at the hospital.